Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they were hospitalized due to a stroke and low blood glucose on (B)(6) 2017, with blood glucose of 64 mg/dl at the time of the incident. The customer's current level is 54 mg/dl. The customer treated the low blood glucose levels with toast, peanut butter, apple juice, and ended up at 170 mg/dl. The customer experienced symptoms such as slurred speech. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer was also hospitalized for high blood glucose on a separate occasion. The insulin pump will not be returned for analysis.